Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a control panel keypad that was defective. When a key was pressed, multiple digits were entered. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. During functional testing, the reported keypad issue was identified; key "1" when pressed showed "1" and "4". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was due to a defective keypad. The front door cover assembly would be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.